Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report, and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-c cage fractured while the plate was being impacted during installation. The plate and cage were removed and replaced with another cage, and plate to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) roi-c cage (pn mc1343p) for the failure of fracture during plate insertion. Medical records were not provided for review. Device evaluation: product was returned to france and photos were provided. The photos show the cage fracture. The complaint is confirmed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to the plates being inserted at an angle to the plate the patient having sclerotic bone, or other operational conditions not described by the complainant. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that an roi-c cage fractured while the plate was being impacted during installation. The plate and cage were removed and replaced with another cage and plate to complete the procedure. There were no reported patient impacts associated with this event.